Event description:
Initially, in 2007, I had a transvaginal hysterectomy and total vaginal reconstruction in which pro lift mesh was placed around the anterior and posterior walls of my vagina. About a week later, an almond sized lump formed at one of mesh-insertion sites. A couple of weeks later my vaginal incision ruptured open anteriorly and the mesh eroded into my vagina. My surgeon attempted a surgical repair of the mesh erosion which was unsuccessful. A couple of months later, this same surgeon performed another surgical repair of the vaginal mesh erosion which was also unsuccessful. -during this time period, I had ongoing pain and vaginal wound drainage.- at this point, I consulted with another surgeon and entered into his care. The new surgeon treated my condition by surgically removing as much of the anterior mesh as he could which involved extensive, invasive, painful surgery and the placement of the suprapubic catheter. After a six-week healing period, my vaginal drainage has resolved. However, I am currently experiencing serious urinary complications including difficulty voiding and both bladder and vaginal pain. Women and physicians need to be warned of the dangers of vaginal mesh implantation. I was not appropriately informed about the risks involved and I have also gotten the disturbing impression that many physicians are inadequately informed, themselves. This procedure/device is being sold to both physicians and the public prematurely. There are too many unknown factors involved for this medical procedure/device to be labeled safe and effective!! Diagnosis or reason for use: pop. Event abated after use stopped or dose reduced: no.